Event description:
Report received from (B)(6) states: ¿cutter does not cut. No pt impact.¿

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The device has not be returned for eval. Should the device or add¿l info become available, a supplemental report will be filed.